Manufacturer narrative:
Consumer stated they experienced a chipped tooth.

Event description:
Consumer called stating that they chipped their tooth while using the sonicare power toothbrush.

Manufacturer narrative:
The root cause of the customer's complaint could not be determined.